Event description:
The iab was inserted on (B)(6) at 17:00. On (B)(6) 13:00, the iabp stopped running and the message "electrical test failed code #53" appeared. The unit was powered on again but still would not work. The balloon was removed and the pt died. Further investigation of the event indicated that the doctor removed the iab and continued to monitor the pt without iab support. The pt died 19 hrs after the event. The pt was a (B)(6) old male suffering an anterior wall ami. The hosp has not attributed the pt death to the device.

Manufacturer narrative:
Datascope has requested the parts for further investigation.